Manufacturer narrative:
"The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. The distal part of the glass cap and the metal cap were detached and not returned. In addition the glass cap exhibited severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. The fiber card returned with the device was analyzed and it revealed that the soft joule limit had been reached and that 169, 050 joules had been expended. The reported issue that during preparation the console went into standby and a courtesy error message that the device had expired was displayed could not be confirmed, based on this, the conclusion evaluation code of cause not established was assigned to this event.

Event description:
Analysis identified the glass cap and metal cap were detached and the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge that could potentially lead to forward firing. There was no reported clinical consequence.